Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed motion sensor test failure. Customer's blood glucose level was 93mg/dl at the time of the incident. Customer stated during a set change the insulin pump kept rewinding. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had and intermittent failure that was not detected during our testing. No motion sensor test failure alarm noted during our testing. The insulin pump passed rewind, basic occlusion, prime and displacement test. The insulin pump had cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing the reservoir tube o-ring.